Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose level was reported greater than 600 mg/dl. Customer administered a manual correction injection and reloaded the cartridge to address elevated bg. A replacement pump was arranged to be sent to the customer, who reverted to an alternate method of insulin therapy.